Manufacturer narrative:
(B)(4). D11: 00500105000, bipolar metal shell 50 mm od, 65958822. 00500105028, liner 28 mm i.d. For use with 50/51/52 mm o.d. Shells, 65721595. G2 foreign: australia. H6 suggested component code: mechanical (g04) - head. The device will not be returned for analysis, as the device was discarded by the customer; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial, left hip arthroplasty. Approximately 2 (two) months later, the stem disassociated from the head after the patient fell, leading to a revision. The head, liner and cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the femoral stem component has dissociated from the inner head component at the femoral taper. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.